Manufacturer narrative:
The event unit was not returned to applied medical for evaluation and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: appendicectomia (appendectomy). As soon as the bag was inserted in the abdomen, it was turned clockwise in order to better open it and subsequently the specimen was placed inside the bag. In this moment the bag fell inside the abdomen, detaching from the metallic prongs, leave them uncovered with the risk to damage the intestinal loops. Detaching the string from the shaft, the bag remained in the abdomen. So the shaft of the bag was removed through a 5 mm trocar and subsequently it was also possible to remove the bag through the string and to recover also the specimen. Patient status: ni. Type of intervention: the shaft of the bag was removed through a 5 mm trocar.